Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.